Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away in the hospital on (B)(6) 2025. The cause of death was attributed to diabetes complications and heart failure, with additional history of kidney failure. The event involved products as unknown reservoir, mmt-1884, unomedical. Troubleshooting was performed for deceased reporting, and there is no mention of the auto mode feature at the time of the event. The customer had been wearing the insulin pump at the time of passing or within 48 hours prior to the event. Blood glucose at the time of admission was unknown. The reporting mother, was unable to provide product details for the pump, infusion set, reservoir, transmitter, or sensor, but agreed to return the medtronic system if found. No product replacement or return is required for any listed products. Unknown reservoir, mmt-1884, unomedical were not expected to return.